Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors under-infused during infusion. It was observed that there was a residual volume of 50ml at the end of the 24-hour expected therapy time. The device contained 14400mg benzylpenicillin in 240ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: update "two (2)" to "an unspecified quantity (at least two (2))". H4: the lot was manufactured between october 9 and october 13, 2023. H11: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested a possible underinfusion occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Supplemental report will be submitted.